Manufacturer narrative:
(B)(4). Batch # n5307x. Device had an anvil pull through condition. The anvil pocket area was deformed on both sides of the knife slot from the knife top e-beam attempting to pull the jaws closed during firing, one side (left when looking from top of anvil) of the knife e-beam fractured this concentrated force to the opposite e-beam, which then pulled through the anvil. The knife then proceeded to the end of the firing stroke. The knife could not return to home due to the e-beam being dislodged from the anvil slot. This damaged can only occurred when the device is clamped on very thick tissue or foreign object. The firing speed was slow due to the excessive load as the device attempted to compress and fire through the excessive thick tissue or foreign object.

Manufacturer narrative:
(B)(4). Batch # n5320t. Additional information received: the third psee60a device (lot # n9054h) used in the procedure had a battery issue. The surgeon was finishing a staple line with a white load and the knife blade went half way and stopped completed procedure with a tl35. The analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic assisted low anterior resection procedure, on the first firing with an unknown reload on the pelvic floor, the battery sounded weak. The device started to fire then stopped and would not open. The surgeon tried the knife reverse and it did not work. The battery was removed and replaced and still would not work. The manual override was tried but would not return the knife to release the jaws. The surgeon used instruments to manually pull the jaws open and was able to barely slide the device off without damage to the tissue. There was a partial cut line and partial staple line from the firing, but there were some staples not formed. The device would not fit through the covidien trocar to remove it from the case and the trocar was removed with the device. The port was replaced with another covidien trocar was replaced and the case continued laparoscopically. Another device of the same product code was pulled and loaded with an unknown cartridge to continue the case and when firing, the battery sounded weak, however the device fired fine. There were no issues with the cut line or staple line. The case was completed with this firing with no harm to the patient.